Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The deployment difficulty was confirmed. In addition, multiple separated struts were noted on the partially deployed portion of the stent implant. The separated portion of the stent struts were not returned. A conclusive cause for the difficulties could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report the following information was provided: the returned device revealed that there were multiple separated struts noted on the partially deployed portion of the stent implant. The separated portion of the stent struts were not returned. The information obtained from the physician indicated that the damage could have occurred upon removal from the patient; however, nothing was seen in the patient. As it cannot be said for certain if any of the stent struts remain in the patient, there is a possibility. No patient injury was reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a non-tortuous, mildly calcified, 70% stenosed, multiple diffuse lesion in the mid superficial femoral artery (sfa) with slightly heavy calcification. The lesion was crossed with the connect 300 cm to the popliteal artery. The armada 18 balloon 5mm.x150mm.x150cm catheter was used for pre-dilatation. The absolute pro 5mmx150mmx135 cm was started to be deployed for 2 cm when the deployment thumbwheel had locked and could not move any further. It was decided to remove the absolute pro system from the patient and it was replaced with a new absolute pro 5mmx120mmx135cm. Then an absolute pro 5mmx100mmx135cm was also used for the second stent, overlapping to cover the entire lesion in mid sfa. The final result was good flow in the sfa. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.